Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had not used their stimulator in a while for pt had trouble charging their implant since implant date. Pt noted they had back problems and was needing an MRI; pt was told that they would need to charge the implant and to get into MRI mode. Patient services reviewed MRI guidelines with pt. Pt noted they were having a terrible time getting the implant charge for its been that way since implant date so pt wanted to take the implant out. Ps offered to assist pt on attempting to charge the implant over the call but pt noted they got the controller charged and attempted to charge the implant the other day and they were able to recharge at good but pt had joint problems so they were hurting bad so they stopped. Pt noted they were going to see their doctor for the doctor wanted to do a revision but pt wanted the implant to be removed.